Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer failed to access the patient database, displayed an error message, and required disaster recovery. The technical support specialist performed reverse sync on the station, pulled transactions, and added them to electronic protected health information. Then, the tsc completed full sync, and the station had come back online with no issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia stati es, user failed to access the patient database, displayed an error message, and required disaster recovery. The customer reported that the user was unable to retrieve the required medication. There were no adverse events or injuries reported based on this incident.